Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited a "no disposable clamp tubing alarm." A tubing leak was also reported. Per reporter the residual volume was 63.2, the rate was 2 and the amount given was 28.85. No adverse patient effects were reported. Per reporter no additional information is available at this time.